Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with crust formation and purulent drainage at the neck incision site. Physician prescribed oral antibiotics.